Event description:
The following event details were reported: the pt was being weighed on a bed scale and the lines were held above the level of the cordis catheter so they would not be weighed. The pt developed tachycardia, hypertension, and ectopy. This pt was on a dopamine drip on an alaris pump. The customer is questioning if the pt received a bolus while the lines were being held above the level of the cordis. Although requested, additional pt/event info has not been provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should it be received for eval. The customer was provided with info related to proper technique and informed that the filter needs to be kept at or near heart level to function properly.